Event description:
Two weeks after device implantation, the pt experienced a burning sensation and shocking or jolting every 2 days. The location of the symptoms was not reported. The pt used stimulation continuously. The pt had 2 implanted neurostimulation systems. Device registration system indicates that one implantable neurostimulator was replaced (date and reason for replacement not available in drs). Add'l info had been requested. A follow-up report will be submitted if add'l info becomes available.